Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avrnt) ablation procedure with an ez steer¿ 4mm nav bi-directional electrophysiology catheter and a broken catheter tip issue occurred. It was initially reported that the ez steer¿ 4mm nav bi-directional electrophysiology catheter displayed high temperatures and delivered inadequate ablations. The temperature cut-off value was not exceeded, the generator was used in temperature control mode at 55 degrees and 30 watts. The temperature issue was assessed as not MDR reportable since the potential risk to the patient is remote. It was also reported that when the physician removed the catheter, he remarked that the catheter¿s insulation appeared damaged near the proximal electrodes. There was no difficulty while maneuvering the catheter or during the withdrawal. The catheter was exchanged, and the issues resolved, the case was continued successfully. The biosense webster inc. Representative picked up the catheter at the end of the procedure and did not notice any physical damage; however, the physician insisted that the catheter insulation was damaged. This catheter has an anchor pin at the tip by design, that allows the t-bar to be seen; this might have been considered by the physician as physical damage to the catheter insulation; however this cannot be confirmed; therefore, with the information available, this event is being conservatively reported as a ¿broken tip¿ for the presumable damage to the catheter isolation.

Manufacturer narrative:
On 7/28/2020, the product investigation was completed. Summary: it was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avrnt) ablation procedure with an ez steer¿ 4mm nav bi-directional electrophysiology catheter and a broken catheter tip issue occurred. It was initially reported that the ez steer¿ 4mm nav bi-directional electrophysiology catheter displayed high temperatures and delivered inadequate ablations. The temperature cut-off value was not exceeded, the generator was used in temperature control mode at 55 degrees and 30 watts. The temperature issue was assessed as not MDR reportable since the potential risk to the patient is remote. It was also reported that when the physician removed the catheter, he remarked that the catheter¿s insulation appeared damaged near the proximal electrodes. There was no difficulty while maneuvering the catheter or during the withdrawal. The catheter was exchanged, and the issues resolved, the case was continued successfully. The biosense webster inc. Representative picked up the catheter at the end of the procedure and did not notice any physical damage; however, the physician insisted that the catheter insulation was damaged. Device evaluation details: the device was visually inspected and it was found in good conditions. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30269315m number, and no internal actions related to the complaint was found during the review.. The customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).